Event description:
I purchased a bone stimulator from djo for fractures in my foot that would not heal. I paid over (B)(6) and my insurer paid about the same. I used the device for about 2 months until the fracture healed. Yesterday, I reinjured my foot and wanted to use the stimulator only to find that it is time limited. It can no longer be used since it is programmed to shut off 9 months after purchase. I was instructed to send it to an electronics recycling site since it is now worthless. Why did the FDA approve a (B)(6) device with planned obsolescence after 9 months?! This is insane to say the least. What are you thinking over there. No wonder health care is so expensive. Look at the waste in the system that you are perpetuating. Please take a good hard look at approving device with planned obsolescence. They enrich the manufacturer and tip off the consumer. Shame on all of you who approve this.